Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown.

Event description:
Patient reported a right side "capsular contracture baker grade unknown, one side is more tight and harder side unknown, shortness of breath, asthma, high blood pressure (174 over 130), joint pain , pins and needle sensation all over their body, felt like they were 90 years old, chronic fatigue, hair loss, weight gain (they had gained 40-60 lbs), periods were not normal, skin would break out, skin dryness, arms fell asleep while they were sleeping, and would not get good sleep." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the photographs identified: red particles on the surface shell and deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: b.5., d.3., g.1., g.3., h.6.

Event description:
Patient reported a right side "one side is more tight and harder side unknown, shortness of breath, asthma, high blood pressure (174 over 130), joint pain , pins and needle sensation all over their body, felt like they were 90 years old, chronic fatigue, hair loss, weight gain (they had gained 40-60 lbs), periods were not normal, skin would break out, skin dryness, arms fell asleep while they were sleeping, and would not get good sleep"; these events are unrelated to the device. Healthcare professional confirmed right side capsular contracture, baker grade iii.